Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial resection, the optical instruments could not be tracked by the navigation system. It was reported that the site registered the patient, the instruments would be sent for sterilization and upon return they could not be tracked. A spinal reference frame was introduced into the surgical field and could not be tracked. A second medtronic navigation system was brought in to complete the procedure. There was no impact on patient outcome. No additional information was provided.